Manufacturer narrative:
The insulin pump had button error alarm due to moisture damage keypad traces. Unable to perform the occlusion test due to button error alarm. Moisture damage found on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 96 mg/dl. Troubleshooting was not able to resolve the issue. It was also reported that customer was hospitalized for pulmonary aneurysm. Stated it was non pump related. The device was returned for analysis.